Manufacturer narrative:
The investigation determined that the customer obtained higher than expected ckmb and nt-probnp results using two different levels of non-vitros biorad quality control fluids and higher than expected ckmb and tropi es results from a single patient sample using the vitros 5600 integrated system.the investigation determined the most likely root cause was analyzer related. An ocd fe discovered a blockage in the fluidics subsystem. Multiple service actions were performed to the vitros 5600 microwell subsystem. Following these service actions, acceptable vitros tropi es, ckmb and nt-probnp performance was obtained.

Event description:
The customer obtained higher than expected ckmb and nt-probnp results using two different levels of non-vitros biorad quality control fluids and higher than expected ckmb and tropi es results from a single patient sample using the vitros 5600 integrated system.control l1: ckmb result of 48.67 ng/ml vs. The expected result of 3.04 ng/mlnt-probnp result of 3696 pg/ml vs. The expected result of 250.9 pg/mlcontrol l3: ckmb result of 87.55 ng/ml vs. The expected result of 51.65 ng/mlpatient sample: ckmb result of 75.8 ng/ml vs. The expected result of 0.81 ng/mltropi es result of 31.5 ng/ml vs. The expected result of <0.012 ng/mlbiased results of the direction and magnitude observed could lead to inappropriate physician action. No patient samples were processed with the vitros nt-probnp assay while the quality control result was outside of the established range. The higher than expected vitros tropi es and ckmb results obtained from the affected patient sample were reported outside of the laboratory, however; no treatment was given, changed, or withheld based on the reported results, and there was no allegation of patient harm as a result of this event.(B)(4).